Event description:
A user facility reported to olympus that the image was present intermittently. The problem, as reported to olympus, occurred during a procedure. There was a delay in procedure; no information was provided as to length of the delay. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a worn video connector latch, causing image loss when manipulating the video cable. The software version was 3.01 and a recommendation made to upgrade to version 3.10. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the endoscopic image disappearance was due to an unstable electrical contact between the endoscope and the concerned device. This caused the image transmission not to properly conduct. Olympus could not determine the cause of worn out video connector latch. Olympus will continue to monitor the field performance of this device.